Event description:
The customer contacted the customer care solution center and alleged that the complaint device module was apparently burnt and requested support. The complaint device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device module was apparently burnt and requested support. The complaint device was not in clinical use at the time that the issue was discovered.